Event description:
It was reported that the event occurred while in the operating room when the user had difficulty advancing the prepped per instruction intra-aortic balloon (iab) in the vessel due to tortuous vessel. The user attempted to further advance and at that time, the iab became kinked. As a result, the iab and teflon sheath were removed as one unit. A new iab was prepped per instruction and inserted through the teflon sheath via left femoral artery (the same insertion site) with no issues. There was no report of pt death, complications or injury. No medical/surgical intervention was required. No delay or interruption in therapy was noted. The pt outcome was good.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.